Event description:
On (B)(6) 2011 the patient had t2-6 posterior thoracic spine fusion carried out with pangea. The pangea threaded remobliizer instrument could not be released during a patient requested removal on (B)(6) 2012. The removal was performed because of healing. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Manufacturing and inspection records indicated no problems with the lot in question. Carried out functional tests could reproduce the reported problem. The inner expandable part is visually deformed and also the bolt shows scratches which prevent a proper functionally. We have to assume that these damages occurred by applying strong forces while repeated use. The complaint is determined to be indeterminate.